Event description:
The company was notified that the patient's device was explanted, due to an infection. Two and half weeks after implant surgery, the patient was seen by the surgeon for evaluation, the patient reportedly had a skin flap infection. The patient's device was explanted.